Event description:
Additional information received from a health care provider (hcp) indicated that the pump alarming resolved. The alarm stopped after analyzing the pump and clearing the alerts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. The hcp reported instances of completing a pump refill and the pump continued to beep or alarm after the update. Agent reviewed information on concurrent alarms. Hcp confirmed that patient had a low reservoir occurring prior to the pump refill. Agent reviewed how to silence the active alarm by completing another pump update and manually silencing the audible alarms.